Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the size was 13 mm. And yes more than half was retained. It was in the dermis of skin on the back. No as it is not causing issues plan to review patient and decide. Sorry I don¿t have product code or lot number. I feel the skin was quite thick and may have contributed to the breakage but was advised to report anyway. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During use on the patient while trying to bury a suture the needle broke and was lodged in the skin and I was unable to locate it. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/31/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If further details are received at a later date a supplemental medwatch will be sent.